Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the trailing haptic detached from lens after insertion into the right eye. The incision was enlarged to remove the lens and a backup lens was successfully implanted. In the physician¿s opinion, the most likely cause of the lens damage is a defective lens. The patient¿s current prognosis is stable with normal follow up care.

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found the lens is in three pieces. Both plates are torn off and lying loose from the optic. One set of haptic arms are nearly torn off of one plate. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.